Event description:
The port was placed 10/3/97. During chemotherapy on 10/6/97, the pt complained of discomfort. Chemotherapy was discontinued. The pt was sent for a vapgram, which showed the catheter had broken away from the port and embolized. The catheter was snared out. The port was removed on 10/9/97.

Manufacturer narrative:
The implicated product is a plastic port with an 8.0 fr attachable catheter in an intro-eze percutaneous introducer sys. The product rec'd for eval is a plastic port and a loose cath-lock. A 0.3 inch long segment of tubing is fitted over the port stem. A significant amount of damage is found on this tubing segment including penetrating damage with ragged edges on two sides and an irregular distal tip edge. Gross exam of the cath-lock is unremarkable. A lot history review reveals no mfg issues and one similar complaint fot this lot that was confirmed, user-related. Under 11x magnification, the port septum is observed to contain an indeterminate number of needle puncture sites that appear to be the result of non-coring needles. Nagnified views of the tubing fitted over the port stem detail two holes in the tubing. One hole is found in the clear portion of the tubing near the proximal end. This hole is oval in shape and has ragged edges and steep, sloping walls. Opposite this hole, in the blue stripe and approx mid-length on the tubing is the seond hole. The edges of this hole are extremely ragged with steep, dull walls. The distal tip of the tubing is highlighted with a "u" shape edge encompassing approx one-half of the tubing's circumference. The base of the "u" shape coincides with the proximal edge of the stem barb. The remainder of the edge terminates at the bevel on the distal tip of the port stem. The amount and degree of damage found in the tubing is consistent with mechanical manipulation using a traumatic surgical clamp. Removal of the tubing from the port stem is accomplished without difficulty. The tubing's proximal face is dull and finely grained indicating the tubing had been severed at this point with blunt trauma. The distal face is slightly concave and striated which is evidence the proximal end had been cut with a scissors or similar instrument. The port stem is heavily impressed with longitudinal serrations and flattening of the outer diameter. This may have been caused by compression pressures from a hemostat-like clamp. Microscopic examination of the cath-lock shows opposing serrated impressions in the strain-relief. The complaint of catheter breakage and embolization is confirmed. It should be recorded as user-related. The damage found on the port stem, catheter tubing and the cath-lock are characteristic of substantial mechanical manipulation using traumatic surgial instruments. The product instructions for use cautions the user to avoid mechanical damage to the silicone material of the catheter. "Catheters should be clamped with smooth-edge atraumatic clamps or forceps. The catheter should not be used if there is any evidence of mechanical damage or leaking."